Manufacturer narrative:
(B)(4). The device was returned for analysis. The irregular texture was able to be confirmed however the resistance with the balloon catheter and stent delivery system (sds) were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target area was located in the mid to distal right coronary artery (rca) with eccentric stenosis and no tortuosity or calcification. The balance middleweight (bmw) elite guide wire was advanced and crossed the target lesion. After that, a non-abbott balloon and a xience prime stent were delivered over the bmw elite guide wire. During the advancement of both the non-abbott balloon and the xience prime stent, resistance was felt. But the procedure was able to be continued and the xience prime was successfully implanted at the target legion, and the procedure was completed. During retraction of both the xience prime stent delivery system (sds) and the non-abbott balloon, resistance was encountered between the devices and the bmw elite guide wire. After retraction, the physician felt offset guide wire coils when he tried to move the sds and non-abbott balloon on the bmw elite guide wire outside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: legend 3.5mm; stent: xience prime 3.5 x 28 mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.